Event description:
The customer reported that telemetry beds were displaying "no signal" on a xhibit central station. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that they were able to resolve the failure by restarting their xhibit central station. Following the restart, the customer confirmed the issue was resolved. Cause of failure was not determined.